Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately two weeks post implant that the right ventricular (rv) his bundle lead exhibited rising thresholds, unstable thresholds and loss of capture. The rv his bundle lead was removed and replaced. No patient complications have been reported as a result of this event.